Event description:
It was reported that the hls cable was defective. It was later reported that the customer does not get any pressure readings. The instance of time the failure occurred could not be provided by the customer. No physical damage on the cable was observed. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hls cable was defective. It was later reported that the customer does not get any pressure readings. The instance of time the failure occurred could not be provided by the customer. No physical damage on the cable was observed. No harm to any person has been reported. Wrong pressure reading could lead to an unintended pump stop, if an intervention is set by the user. Therefore, a report is required. The customer verified the failure by swapping the hls cable with another one from a different cardiohelp, which resolved the failure. The customer got sent a new hls cable and exchanged the old one, which was thrown away. A getinge field service technician (fst) was sent for investigation and preventive maintenance. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering. The root cause for the reported malfunction could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which most likely originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter ¿preparation and installation¿ and quadrox-ir small adult / adult, chapter ¿priming the system¿) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-05-27 for the period of 2019-01-25 to 2024-01-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-25. Based on the results the reported failure "wrong pressure readings due to defective hls cable" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.